Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's mother reported via phone call that the customer had a motor error alarm 2 weeks ago. The customer's mother stated that the alarm occurred again this morning. Customer's blood glucose was currently 50 mg/dl. Customer had the alarm during a basal delivery. Customer was not present to verify if the rewind sequence could be completed. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.